Event description:
It was reported when the patient presented to clinic for routine follow-up, the device did not deliver shock for a vf episode for oversensing. Oversensing also caused the device to bin fib intervals. The inhibition was a result due to emi. The device will be replaced at the time it reaches eri. The patient condition is stable.

Event description:
Clarification of event: it was reported that patient presented to the clinic for follow-up. A vf episode with aborted shock due to oversensing was observed causing inhibition of pacing. The inhibition was a result of myopotential oversensing or emi.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The reported noise was confirmed in the laboratory and was due to myopotentials. The device was tested on the bench and no anomaly was found.

Event description:
New information received indicated that the device was explanted and replaced when it reached eri.